Manufacturer narrative:
(B)(4). Teleflex did not receive parts or recorder strips for analysis therefore the reported complaint of "high baseline and system error 3 alarms" could not be confirmed. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for any developing trends. Other remarks: teleflex received the device for analysis therefore the complaint has been reopened. The reported complaint of "high baseline 1 alarm" is confirmed. The pump alarmed high baseline 1, and excessive noise was noted from the pump assembly. Although, the root cause could not be determined but the reported complaint was most likely caused by the stepping motor failure. Teleflex has assessed the risk for the reported complaint. There are no new or revised risks. A nonconformance has been initiated to investigate the cause of the issue.

Event description:
It was reported that the event involved a patient of (B)(6) in height. On (B)(6) 2017 while in the intensive care unit (ICU) a competitor's 35ml intra-aortic balloon (iab) was inserted into the patient's right femoral artery. On (B)(6) 2017 @ 22:00 the pump triggered a "high-pressure alarm". According to the report; a kink in the iab was suspected and so the medical doctor (md) dealt with the situation appropriately. There was no defect found and intra-aortic balloon pump (iabp) therapy continued. One hour later the pump alarmed "system error 3" and the pump stopped. As a result the pump was switched out and replaced by a competitors pump. The length of time prior to event ~11 days. There was no reported patient death, injury or complications. No interruption in iabp therapy. The patient outcome is reported as good.

Manufacturer narrative:
(B)(4). Teleflex did not receive parts or recorder strips for analysis therefore the reported complaint of "high baseline and system error 3 alarms" could not be confirmed. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for any developing trends.

Event description:
It was reported that the event involved a patient of (B)(6). On (B)(6) 2017 while in the intensive care unit (ICU) a competitor's 35ml intra-aortic balloon (iab) was inserted into the patient's right femoral artery. On (B)(6) 2017 @ 22:00 the pump triggered a "high-pressure alarm". According to the report; a kink in the iab was suspected and so the medical doctor (md) dealt with the situation appropriately. There was no defect found and intra-aortic balloon pump (iabp) therapy continued. One hour later the pump alarmed "system error 3" and the pump stopped. As a result the pump was switched out and replaced by a competitors pump. The length of time prior to event ~11 days. There was no reported patient death, injury or complications. No interruption in iabp therapy. The patient outcome is reported as good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a patient of (B)(6) in height. On (B)(6) 2017 while in the intensive care unit (ICU) a competitor's 35ml intra-aortic balloon (iab) was inserted into the patient's right femoral artery. On (B)(6) 2017 @ 22:00 the pump triggered a "high-pressure alarm". According to the report; a kink in the iab was suspected and so the medical doctor (md) dealt with the situation appropriately. There was no defect found and intra-aortic balloon pump (iabp) therapy continued. One hour later the pump alarmed "system error 3" and the pump stopped. As a result the pump was switched out and replaced by a competitors pump. The length of time prior to event ~11 days. There was no reported patient death, injury or complications. No interruption in iabp therapy. The patient outcome is reported as good.